Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the gap in the adhesive area between the server plug in and the distal end, and the crack in the adhesive around the light guide lens, was traced to a component failure. However, the most probable cause of the white foreign material at the air water cylinder (tube) and the white foreign material at the air water tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in the adhesive area between the server plug in and the distal end, a crack in the adhesive around the light guide lens, white foreign material at the air water cylinder (tube), and white foreign material at the air water tube. There was no patient involvement.